Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced an unknown error message which their smart device failed to inform them of. No medical intervention was reported. Additional event or patient information is not available. Data was received for evaluation. The reported event of an unknown error message that the smart device failed to inform them of was not confirmed via data. A root cause could not be determined.